Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a sample from the reported lot was provided for evaluation. During the visual evaluation, a kinked and looped fiber and fiber fragment were noted within the dialyzer at approximately 10°, with the dialysate ports situated at 0°, on the cavity ID end. Upon extraction of the fiber bundle, it was noted that the potted fiber fragment was actually a continuation of the looped fiber; the looped fiber was potted in two sections on the same side (kinked within the polyurethane [pu]), which gave the appearance of a potted fiber fragment. Approximately 0.25mm of the fiber end was on the outside of the pu. There was no other damage or irregularities noted. A review of the production record was performed. There were multiple temporarily approved deviation notice (dn) noted on the lot, which were unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred 3 hours after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak; the leak was seen inside and outside the dialyzer. The leak was visually observed from the effluent from the arterial dialysate port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300ml and 300ml normal saline given for replacement of the blood loss. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was not restarted due to treatment terminating 15 mins early because of the blood leak. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. A lot history review was performed. There were five other complaints reported against the lot. Each complaint addresses a blood leak, two did not have enough information to determine if the leak was internal or external (no samples), and three were internal (one unconfirmed with a sample, one confirmed fiber leak with a sample, and one had no sample returned). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. There were multiple temporarily approved deviation notices noted on the lot, which were unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred 3 hours after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak; the leak was seen inside and outside the dialyzer. The leak was visually observed from the effluent from the arterial dialysate port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300ml and 300ml normal saline given for replacement of the blood loss. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was not restarted due to treatment terminating 15 mins early because of the blood leak. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information provided in b5.

Event description:
Additional information received, confirmed that the patient¿s estimated blood loss as a result of this event was approximately 300 ml and 300 ml intravenous normal saline was given for fluid replacement per the clinic¿s standing orders. It was confirmed that there was no patient injury or medical intervention required outside the scope of hd therapy support.

Event description:
A user facility reported that a dialyzer blood leak occurred 3 hours after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak; the leak was seen inside and outside the dialyzer. The leak was visually observed from the effluent from the arterial dialysate port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300ml and 300ml normal saline given for replacement of the blood loss. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was not restarted due to treatment terminating 15 mins early because of the blood leak. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.